Manufacturer narrative:
Concomitant product UDI for balloon is ((B)(4). Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence and erosion at the occlusive cuff site. A surgical procedure was performed in which the device was explanted due to erosion of the bulbous urethra. Three months later, a replacement surgery was performed using a transcorporal approach to avoid future atrophy. There were no further patient complications reported.